Manufacturer narrative:
Although this malfunction occurred in 2013, it is being reported to FDA as a result of a (B)(4) audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint is not confirmed. Having examined the sample returned, we found an epicutaneo-cava-catheter, which was cut at 17 cm showing a v-like shape. In the product's IFU we warn that the catheter must not be pulled back through the needle as catheter embolism nay be the result of such behavior. The user seems to have ignored this warning.

Event description:
Catheter cut during removal through needle.